Manufacturer narrative:
Upon receiving customer feedback regarding the issue of blood not being suctioned into the collection tube during the clinical use of the blood collection needle, our company promptly organized quality control, production, and other relevant personnel for investigation and analysis. The specific details are as follows: 1. Sample retention testing: on february 23, 2023, based on customer feedback, lot: ckbd05-01, size: 0.9x19, was tested. Ten samples from this batch were tested by simulating clinical collection, connecting to a 10kpa water pressure catheter. Each needle collected 5 tubes, and during the simulation, all liquid collections were completed normally without any suction issues (tester: wu saifang). 2. Production process review: the batch production records and finished product inspection reports were reviewed, and no abnormalities were found during the production and inspection processes. 3. Sample testing: on march 7, 2023, (B)(4) samples were received back from the market (samples were well packaged and undamaged, indicating no prior use). Following customer feedback, each of the 17 samples was individually tested by simulating clinical collection with a 10kpa water pressure catheter. Each needle collected 5 tubes, and all liquid collections were completed normally during the simulation. 4. Based on the comprehensive investigation of the above samples, both retained and returned samples were able to collect liquid into the collection tubes without any blockages. Considering the blood collection needle's production process, manufacturing techniques, and product characteristics - where the needle primarily serves to establish a passage between the human vein and the collection tube, with the tube providing the driving force for blood transfer (the tube maintains negative pressure, requiring vein pressure to be higher for blood to flow into the tube) - our initial analysis suggests that the issue of blood not entering the collection tube may be related to the products used in clinical conjunction.

Event description:
There were 4 separate occasions where a nurse used one of these and did not get blood to draw/fill the tube. Once it was discussed that others have had the same issue.